Event description:
During initial manufacturing testing, it was found that there was inadequate response time prior to power loss. While delivering on battery power, the device sounded a "warning battery service" alarm and the device reset itself.